Event description:
It was reported that during prep for a coronary artery drug eluting stenting procedure, shaft break occurred. As the device was being prepped according to the directions for use (dfu), it was noticed a shaft break occurred as the stent delivery system (sds) was placed into the touchy bourst (prior to being placed within the patient). No injuries or complications were reported. Another of the same device was prepped and used successfully to complete the procedure. Patient condition noted as "stable".